Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated capture threshold following a polarity switch which was caused by a high unipolar, bipolar impedance alert. It was also reported that a lead fracture was suspected. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.